Manufacturer narrative:
Correction information: section b.5, e.1. Additional information: section d.6b, h.6. Advanced bionics considers the investigation into this reportable event as closed. Programming changes were attempted, however, testing could not be completed due to no lock. The recipient will reportedly not pursue revision surgery at this time. The recipient is not wearing the device. This device has been deemed a failure in situ. A review of the device history record was completed and no anomalies were noted. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Correction information: section b.5. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
Programming changes were attempted, however, testing could not be completed due to no lock.

Event description:
The patient has reportedly experienced intermittent sound and no lock. Programming changes were made, and external equipment was exchanged; however, this did not resolve the issue. Revision surgery is being considered.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.